Event description:
They stated they are really tired of "being incontinence issue". When asked to clarify the statement regarding the device not working, they reported "it (machine) has never worked correctly - I am still using poise pads (2 years now). It won't hook up with the white part, now the battery lite isn't coming on at all - I have spent hours trying to get it to work and I am really ready to be rid of it". When asked what steps were taken to resolve the issue, they reported "none that I know of". The issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are product ID neu_unknown_lead lot# unknown. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  "this thing doesn't work," that it had been "driving me crazy" was on their last nerve and that they could have bought the entire poise factory by now because of how many pads they've had to use since they were implanted. Though the patient's device information is not yet entered into the system, the patient was implanted on (B)(6) 2022.  Patient services reviewed the importance of following MRI protocol and then reviewed the function of the external devices with the patient. The patient was then able to connect to see their settings. The patient had never changed programs before and they opted to switch to another program and began to increase the stimulation. At a certain point, the patient started feeling the stimulation where they had felt it in the past: stimulation at the implant site. Patient services reviewed stimulation expectations with the patient and the patient also pointed out that their lead felt like it was "in a wad," "like a knot," and that it has felt that way since they got it. The patient stated they though it extended over to an area closer to their tail bone, where it felt like it was "part of that knot," and that maybe the "tail end of it has slipped out," but the patient then stated that they had been "out" (at the procedure) and that they "didn't get to watch" what they did when they placed the lead. Patient services wanted to note that when patient services was reviewing stimulation sensation with the patient, the patient stated they were familiar with how the stimulation could be, that the stimulation felt like how a tens unit felt, like the tens unit they used when they were experiencing back pain. Patient services did not inquire further about the patient mentioning this as they were focused on the reason for call. . The patient was going to reach out to an hcp to discuss their symptom concerns and to check the implanted system.